Event description:
It was reported that the right ventricular lead perforated the right ventricular apex. The lead exhibited inappropriate sensing and increased thresholds. The lead was explanted and replaced. The patient was in stable condition and no other complications were noted.